Event description:
A report was received that the patient underwent an explant due to infections at the ipg and lead sites previously reported in MFR's # 2010-02071 and 2011-00044. The patient had been prescribed antibiotics but the infection had not cleared up so the patient was explanted.

Manufacturer narrative:
A returned product analysis indicated that damages to the leads are a result of a typical explant procedure and it is not considered a failure. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 (B)(4) model description: artisan 2x8 paddle lead (lim), 70 cm

Event description:
A report was received that the patient underwent an explant due to infections at the ipg and lead sites previously reported in mfrs# 2010-02071 and 2011-00044. The patient had been prescribed antibiotics but the infection had not cleared up so the patient was explanted.